Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, after the device was assembled, and when entered I the cavity it seemed that it was soft. The account then turned on and it didn't comply all the commands and didn't release the staple. When it was done the attempt to change the reload was also made, but it didn't open and crashed. The account tried a lot to get the reload, but it broke in the staple. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.